Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt presented to the ER with acute mental status changes that included confusion and lethargy. In the pt's programmer, the nurse had programmed the bridge bolus with no change in flow rate; therefore, the programmer used the higher pump tubing volume. The pt received a bridge bolus of 36 hours when it should have been roughly 29 hours. The pt was admitted to the hospital with an overdose related to the chronic pain medications. The pt's intrathecal pump medication was changed from prialt to morphine sulfate on (B) (6) 2009. On (B) (6) 2010, the morphine sulfate and prialt were removed from the pump and replaced with normal saline. The pt recovered without sequela.